Event description:
A customer reported an issue with the touchscreen responsiveness of the device, which showed a blue screen. There was no adverse impact to the customer¿s blood glucose level. After attempts to resolve the problem through a reset, the test continued to fail. Technical support provided the customer with a replacement pump and instructed them on returning the faulty device using a prepaid label. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.